Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. Both haptic were bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. There were no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following implantation of an intraocular lens (iol) patient experienced halos, glare and vision was not clear. The lens was exchanged with a different one in the secondary procedure. Additional information was requested.